Event description:
It was reported that 1 unspecified bd nexiva 20ga IV had the tubing expand and balloon issues. The following information was provided by the initial reporter : it was reported that the 20g nexiva IV was placed in the ed and was ballooning during the start of the contrast injection, it was removed from patient as soon as it was identified as defective. Date of incident: (B)(6) 2021.

Manufacturer narrative:
Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-18. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used unit. Upon inspection of the unit, it was observed that the extension tubing was ballooned confirming the reported defect. Ballooning of tubing may occur if there is an obstruction or kinks in the tubing during pressure injection. A microscopic inspection of the extension tubing was performed and no obstructions, occlusions, or other defects were found. As no manufacturing related occlusions were found, the defect was determined to most likely be user related. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that 1 unspecified bd nexiva 20ga IV had the tubing expand and balloon issues. The following information was provided by the initial reporter : it was reported that the 20g nexiva IV was placed in the ed and was ballooning during the start of the contrast injection, it was removed from patient as soon as it was identified as defective. Date of incident : (B)(6) 2021.